Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was not returned to olympus for inspection however the reported failure was confirmed by technical assistance support (tac). The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed. Technical assistant asked to get cable from a cv-190 system that was working correctly that lead to successfully capturing to ncare. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had unable to capture image. The issue was identified during device inspection for use. There were no reports of patient harm.